Event description:
Patient was receiving 5fu chemo via an infusion port for 46 hrs with the cadd prizm pump. Home care rn called to set up disconnect time from infusion. Pt reported that the needle was leaking. Rn made visit now. At 20.1 mls remaining in infusion. At 20 gauge approx 1 inch safestep huber port needle leaking from top of device. Line flushed and port needle removed and returned to company in 2009. Dates of use: 2009. Diagnosis or reason for use: cancer - for chemo administration.